Manufacturer narrative:
A4 exact weight is 75.8 kg. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic esophagogastroduodenoscopy (egd) the tip of the hemostatic probe broke off and lodged inside the scope channel. The user pushed it out and it fell inside the patient's stomach. The fallen piece was not retrieved. The procedure was prolonged a few minutes and completed with another manufacturer's device. There was no harm to the patient reported. No medical intervention was required. The patient's current condition is reported as "stable".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic esophagogastroduodenoscopy (egd) the tip of the hemostatic probe broke off and lodged inside the scope channel. The user pushed it out and it fell inside the patient's stomach. The fallen piece was not retrieved. The procedure was prolonged a few minutes and completed with another manufacturer's device. There was no harm to the patient reported. No medical intervention was required. The patient's current condition is reported as "stable".